Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple occlusion warnings due to high force. Using the returned caps, the pump powered up properly. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The force senor calibration reading was found to be high out of specifications. Pump casing was opened and no anomalies were found with the force sensor assembly. The force sensor resistance reading was within specifications. Unrelated to the complaint, the display was found to be dim with pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, occlusion persisted when the patient was disconnected and when tubing was changed. The reporter stated that the cartridge can be primed manually. Review of use techniques indicated that cartridge and infusion set instruction for use were followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.